Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose on (B)(6) 2015. Customer stated that it went down to 40 mg/dl and the threshold feature did not activate. The customer treated by drinking soda and eating and he suspended the insulin pump. The customer also reported that the day of the call, the insulin pump alarmed no delivery during manual prime. Blood glucose value was 140 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. The reservoir will be replaced and customer agreed to return the product for analysis.